Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that the burr became stuck on the lesion. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr stuck on the lesion and was removed by another operation. The procedure was completed with another of the same device. No further patient complications were reported and patient¿s status was stable.